Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the patient's room, solution leakage was confirmed. As a result, the catheter was removed and replaced with a new one and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of solution leakage from the catheter could not be confirmed. One 7 fr x 20 cm 2-lumen catheter with injection caps was returned. The catheter showed evidence of use but no defects or anomalies were observed during visual inspection under magnification. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. The test was repeated with the injection caps removed. No leaks or cross-overs were observed. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.